Manufacturer narrative:
The device was not received for analysis, therefore; no physical analysis of the product can be performed. The batch number is unknown; therefore, the manufacturing batch records for the complaint device cannot be reviewed. At this time it is not possible to assign a definitive root cause for this event as reported. The event date and the patient information was not provided at the time of this report. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the hydrophilic stripping came off the wire. (B)(6) does not knew if the physician completed the procedure. (B)(6) will have to find out for more information. (B)(6) currently has limited information.